Event description:
Related manufacturer reference number: 2017865-2022-48528. It was reported that the patient presented in the emergency room. Interrogation shows that the pacemaker and the right atrial (ra) lead was experiencing intermittent under-sensing. Programming changes were made on the pacemaker and the ra lead. The patient's condition was stable.